Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic peritoneal dialysis catheter insertion, the instrument was stuck in the port when the surgeon tried to withdraw it from the patient. The entire port was removed from the patient and eventually the port was freed from the instrument. There was no patient injury.